Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, when trying to grasp the leaflet, one gripper arm did not come down. Trouble shooting was performed and was successful. The gripper lever was advanced, and the gripper came down. The clip was deployed. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify lot specific quality issue. Based on the information reviewed, a definitive cause for the reported gripper actuation issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.